Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on ancef starting (B)(6) 2022 due to increasing white blood cell count (wbc) and slight redness at the exit site. Urine cultures came back negative for growth.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon discharge, the patient was started on a course of doxycycline for 2 weeks. On a (B)(6) 2022 follow up visit, no signs or symptoms of infection were noted. Leukocytosis resolved.